Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. One of the device¿s setscrews was loose/detached.

Event description:
It was reported that during the implant procedure, right atrial lead impedance was out-of-range following initial connection to the device. It was determined that the out-of-range measurement was due to the lead connector not being fully inserted into the device header. The device's setscrew was loosened and the lead was reinserted. However, the physician then noted that the setscrew had been loosened to such an extent that it was no longer resting in the setscrew block. The device was not used, and a different device was implanted; the original lead remains in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.